Event description:
It was reported to the manufacturer by the end user, per the end user the scale roll pin was stated to walked out, broke, and over time unthreaded with a patient being dropped to the floor last weekend. Patient was being transferred from the bed to a portable commode. After the incident, the facility looked into the area that broke and the threads were broken. The patient was transported to western wisconsin health and sustained a knot to the back of the head, broken left little toe and contusion to the left leg. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.